Manufacturer narrative:
In this MFR report #3004209178-2016-12360 the following information was previously reported: it was reported that the lead moved. A lead migration was noted. Additional information and review indicates this information pertains to this manufacturer¿s report: 3004209178-2016-08687. Any additional information related to the migration will be reported in 3004209178-2016-08687. The lead break will continue to be reported in this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via company representative regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the patient had a revision of the system due to battery end of services (eos). It was indicated that during the revision, they attempted to use a brand new lead and it broke. They had to open another lead. The lead was broken at the distal tip when the lead met the start of the electrodes and it pulled away and broke. No patient symptoms or injury related to the event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # va12m4e, product type lead; product ID neu_stylet_acc, serial # unknown, product type accessory; product ID 3093-28, lot # v318137, implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type lead. Final analysis of the lead (serial number: (B)(4)) revealed that the outer insulation separated at butt joint 1.9 cm from the proximal end. Lead ((B)(4)). And lead ((B)(4)).

Event description:
Information was received from a healthcare provider via company representative regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the patient had a revision of the system due to battery end of services (eos) and the lead moved. A lead migration was noted. It was indicated that during the revision, they attempted to use a brand new lead and it broke. They had to open another lead. The lead was broken at the distal tip when the lead met the start of the electrodes and it pulled away and broke. No patient symptoms or injury related to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.